Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation the hemostasis valve of the steerable guide catheter (sgc) could not hold saline for a 30 second timeframe and a loss of column was observed. Air bubbles were visualized in the hemostasis valve. A replacement was used to complete the procedure. The patient presented with grade 4 degenerative mitral regurgitation (mr), broad central jet, posterior leaflet prolapse and flail for a mitraclip procedure. Two xtws were placed. The first clip had challenging grasps with numerous attempts. Chordal injury was noted. There was a residual posterior leaflet, therefore a second clip was implanted. The mr was reduced to grade 2.

Event description:
Subsequent to the initial report. There was no single leaflet device attachment or partial clip detachment. The team ascertained that there was too much posterior leaflet remaining to only have one clip. Therefore a second clip was implanted to target the residual posterior leaflet, and to hold the first clip firmly in place due to the chordal injury. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on information provided and without the device to analyze, a cause for the reported leak/splash (loss of fluid column and air bubbles in the hemostasis valve during device preparation) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.